Event description:
It was reported when the customer removed the reservoir from her insulin pump, she noticed pieces of plastics, and also the reservoir was sticking in the insulin pump. The mother stated that she could smell insulin but she was not sure if the reservoir leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.